Event description:
An internal investigation was conducted in may requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported the pt had pain and instability at l4-l5. Pt was part of the study prior to launch. A revision procedure was performed and a pars defect was noted. Pt was fused with pedicle screws and the disc left in place as an interbody support. As surgical intervention occurred.